Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned collet confirms the washers are missing. The collet, captured screw and thumbnut were returned for evaluation. The device shows excessive signs of wear/usage. The device was manufactured in 2011. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the surgeon broke off the gold knob of the instrument with a mallet on accident inside the patient. All pieces were retrieved from the patient. The procedure was successfully completed with the same device.